Manufacturer narrative:
Section d3 and g1.2. Manufacturer name updated from abbott to abbott gmbh. Abbott customer service representative (fsr) cleaned and calibrated the alinity probe on the sample pipettor, which resolved the issue. A review of the analyzer service history did not identify any tickets related to discrepant b-hcg results. No additional discrepant b-hcg results were reported after the alinity probe addressed in the current complaint was cleaned and calibrated. A review of the product labeling concluded that the issue is sufficiently addressed. A review of the alinity I and alinity probe tracking and trending data revealed no adverse trends associated with the discrepant results described in this complaint. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive alinity I total bhcg of 87.16 iu/l on 02nov2019 with sid10644536 processed on the alinity I processing module that repeated negative. No specific patient information was provided. No impact to patient management was reported.

Event description:
The patient presented with lower abdominal pain. The bhcg was tested to rule out pregnancy.

Manufacturer narrative:
Patient information section and patient age/gender provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.